Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had no capture and was under-sensing. A lead revision was attempted however after multiple attempts to fixate were unsuccessful, the lead was extracted. A replacement ra lead will be implanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and visual analysis noted apparent explant damage. The analyst also noted that the lead was received with the helix partially extended. Once the tissue was removed, the helix functioned normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.